Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx curved single system device during a procedure on (B)(6) 2009. According to the complainant, post-implantation, the patient sustained unknown injuries (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.